Event description:
Customer states that he obtained discrepant results on two different meters within 10 minutes: 89 mg/dl (customer's aviva 535 meter) and 122 mg/dl, 120 mg/dl (wife's aviva 525 meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 2. Reference medwatch with (B)(6) for the aviva system 1.